Manufacturer narrative:
Updated data: b2. B5. H6. Corrected data: additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the nyha class iii symptoms noted was specifically fatigue.

Event description:
Additional information received indicated that prior to the valve-in-valve procedure the patient experienced nyha class iii heart fa ilure symptoms. The patient was admitted to the hospital for nine days for the redo-transcatheter aortic valve replacement procedure.

Manufacturer narrative:
Updated data: b2, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this 34mm transcatheter aortic bioprosthetic valve (tav), mild paravalvular leak was noted. No treatment was required. Approximately three years, two months following valve implant, valve failure was reported. The primary mode of valve failure was structural valve deterioration: predominant aortic regurgitation (ar) with severe hemodynamic valve deterioration. This was characterized by a new occurrence or increase of 2 grades of intra-prosthetic aortic regurgitation resulting in severe ar. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-transcatheter aortic valve replacement procedure, tav-in-tav, was appropriate. Subsequently, the patient was treated with re-intervention for the failed tav. A non-medtronic valve was implanted within the medtronic tav.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the study baseline transthoracic echocardiogram (tte) identified severe total aortic prost hetic regurgitation with severe prosthetic transvalvular regurgitation. Moderate mitral valve regurgitation was also identified.

Manufacturer narrative:
Updated data: a1, b5, d4, h4, h6 corrected data: a2, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.